Event description:
It was reported that during maintenance keypad test for two (2) pcu's, when buttons were pressed, the program recognized the button being pushed but did not make a sound. The issue resolved after charging.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.